Event description:
Related manufacturer report number: 2017865-2023-11902. It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed several episodes of inappropriate automatic mode switch caused by over-sensing exhibited by the right atrial lead. Additionally, the patient experienced dyspnea and fluctuations in capture threshold were observed by the pulse generator. No interventions were reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pulse generator exhibited intermittent sensing which contributed to failed automatic capture threshold search. Further information was requested but not received.

Event description:
New information received notes the no interventions were made, as the patient was hospitalized for an unrelated condition. The patient was stable.